Manufacturer narrative:
Device data review confirmed hyperglycemia (bg 505¿537 mg/dl) beginning after a recent infusion set base change. Engineering logs showed no device malfunction, motor errors, occlusions, or system faults, and insulin was requested appropriately in response to elevated glucose values. No product was returned for evaluation. The ilet functioned as intended. The most probable cause is a transient infusion set or fluid pathway delivery interruption that was not reproducible and not identifiable through log review.

Event description:
On (B)(6) 2026 the patient's wife reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 505 mg/dl following a recent supply change. The user was transported to the hospital by a caregiver where the user was evaluated and treated and remained hospitalized for an unrelated fall injury and discharged (B)(6) 2026. No long-term health effects were reported.